Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, a patient had a tha on (B)(6) 2012. The patient visited the office due to abnormal hip noise and uncomfortable feeling for rom. As a result , the surgeon found that the insert dissociated from the cup and the head directly had contacted with the cup. The surgeon will perform a revision surgery on (B)(6).

Manufacturer narrative:
The patient is (B)(6). An event regarding disassociation of a trident liner from the acetabular shell was reported. The event was confirmed. The returned insert was heavily damaged from explantation. The damage prevented a meaningful inspection of the locking mechanism from being performed. Medical review of the provided records found no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events reported for the device lot. The investigation concluded that the disassociated liner was most likely caused by incomplete assembly of the shell and liner at the time of implantation.

Event description:
It was reported that, a patient had a tha on (B)(6) 2012. The patient visited the office due to abnormal hip noise and uncomfortable feeling for rom. As a result , the surgeon found that the insert dissociated from the cup and the head directly had contacted with the cup. The surgeon will perform a revision surgery on (B)(6).